Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen is just flashing white and beeping. Customer¿s blood glucose level was unknown at the time of incident. Customer stated that the screen of the insulin pump had cracks all over. Customer also stated that the reservoir lip ring was not damaged. Advised the insulin pump will need to be replaced and to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller and cracked lcd display. Unable to verify audio anomaly, perform the self test, sleep current measurement, active current measurement, displacement test or verify missing segments/partial display due to display anomaly.